Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000442r, serial/lot #: (B)(6). Product ID: bi71000529, serial/lot #: (B)(6). H3) the manufacturer representative (rep) went to the site to test the imaging system. The door was not opening. The rep arrived onsite to inspect the issue. The rep was able to replicate door not opening issue. They replaced the gantry motion controller and pendant. The rep updated the firmware on both parts. System functioning as designed. Codes: b01, c07, d02 the generator control was returned for analysis. (Bi71000442r) it was installed into a test system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images passed. No problem found. Codes: b01, c19, d14 returned: 2025-mar-11 the pendant was returned for analysis. (Bi71000529) the system and pendant booted and readied. Perform 2d and 3d imaging successfully, all pendant functions actuated correctly. No fault found while under test. Codes: b01, c19, d14 returned: 2025-mar-11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site had experienced intermittent issues opening the gantry. And site said they had to use the yellow button open procedure to open the gantry. There was no patient involvement.